Event description:
Reporter noted discrepant results with a pt. Unk, inratio: 1.7, lab: (coumadin dose increased.); (B)(6)2010, inratio: 1.7, lab: 18.4 (lab resulted immediately after). The unk date of the first inratio result is reported to be between two and three weeks prior to (B)(6)2010. Pt presented with "bruising all over" on (B)(6)2010, and was given 2 tablets of vitamin k after lab result of 18.4 came back.

Manufacturer narrative:
Investigation pending.